Manufacturer narrative:
Investigation pending.

Event description:
Customer has recently observed issues with false positive troponin I (tni) results. (B)(6) 2009: patient 1, 1st draw: tni 0.2 ng/ml. After 2 hours tni <0.05 ng/ml. First sample rerun again soon after second sample was run and result was <0.05 ng/ml. Patient 2, 1st draw: tni 0.1ng/ml. After 2 hours tni <0.05ng/ml. First sample run again soon after second sample was run and result was <0.05ng/ml. Both patients were discharged with unknown diagnosis. Ck-mb and myo were both unimpressionable for both cases. (B)(6) 2009: patient 1, 1st draw: tni 0.1ng/ml. After 2 hours tni <0.05ng/ml. First sample run again soon after and result was <0.05ng/ml. Patient seen today was diagnosed with angina and was admitted. No additional information. In all 3 cases, ck-mb and myo are unimpressionable. Falsely elevated tni results may lead to invasive procedure or medication.